Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the inaccuracy was by 100 points. No additional patient or event information was available. A root cause could not be determined. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.